Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient."

Event description:
It was reported that the tip of some of the coude catheters were too large, as if they had melted. Patient advised via phone on (B)(6) 2019 that he just discards the catheters he received with the larger tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of some of the coude catheters were too large, as if they had melted. Patient advised via phone on (B)(6) 2019 that he just discards the catheters he received with the larger tip. The patient stated that overall he thinks its a really good product.